Manufacturer narrative:
Other, other text: one unit returned for investigation. Upon visual inspection, the device was found kinked. When inflated 10 times, no pressure drop was observed so the customer complaint is not confirmed. No DHR review was done due to no fault being found.

Event description:
It was reported that during use, leakage of air from the cuff pressure gauge was observed. No patient injury. No additional information is available for this complaint.